Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/22/2011 by phone, fax, and mail. Additional information was received in a follow up phone call on 03/23/2011. Medical records were received on 03/02/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. At the one week postoperative visit, the patient reported blurred vision, diplopia and seeing a "bifocal like line" since the iol implant. The patient reported he was not comfortable seeing the line and that his vision was more clear if he tilted his head back. On examination, the iol was noted to be rotated. The patient has a history of hypertension, cardiac bypass surgery, angioplasty, melanoma, villus tumor, blepharitis, lid laxity, dermatochalasis, posterior vitreal detachment and suspected glaucoma (pre-existing). The surgeon felt the visual distortion might be due to the lens being off axis and the unexpected refraction was due to a biometry error in the spherical equivalent. In a follow up phone call with the surgeon's surgery coordinator, it was reported the surgeon performed a lens rotation in a secondary surgical procedure. The surgeon and the patient were pleased with the postoperative outcome.